Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is filed under separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 3.5x19mm rx graftmaster and a 3.5x26mm rx graftmaster covered stent delivery systems failed to cross due to meeting resistance with an unspecified previously deployed stent. The perforation was successfully treated with prolonged balloon inflation. There was no clinically significant delay in the procedure. No additional information was provided.